Event description:
It was reported that when the customer went to change the ventilator to noninvasive ventilation (niv) in place and the opti flow went into vni mode without anyone touching the machine. Reportedly, alarms were triggered. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
B4: 09aug2021. The service provider(sp) inspected the device and could not duplicate the reported issue. No-fault found. The device was returned to the customer. Multiple attempts were made to obtain additional information that have been unsuccessful.